Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system exhibited a gradual increase in the pacing impedances measurements on the right ventricular (rv) lead, during several months and then consistently high out of range. No other change was noted in any other lead measurements and there was no evidence of noise. Subsequently, this rv lead was revised, and when the pocket was opened, the lead was twisted up consistent with twiddles syndrome and a micro fracture was suspected. The rv lead was extracted without incident and a re evaluation will be performed to determine if this primary prevention system needs to be reimplanted or if new device is needed, will be a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system exhibited a gradual increase in the pacing impedances and out of range measurements. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned in two segments. The helix was extended, extremely stretched out and there was dried blood within the helix housing resistance testing found that the lead was electrically continuous. Detailed analysis confirmed a twisted and deformed lead body. Surface abrasions which spiral around the lead were also noted. An x-ray was performed, and no issues were noted.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system exhibited a gradual increase in the pacing impedances measurements on the right ventricular (rv) lead, during several months and then consistently high out of range. No other change was noted in any other lead measurements and there was no evidence of noise. Subsequently, this rv lead was revised, and when the pocket was opened, the lead was twisted up consistent with twiddles syndrome and a micro fracture was suspected. The rv lead was extracted without incident and a re evaluation will be performed to determine if this primary prevention system needs to be reimplanted or if new device is needed, will be a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.